Manufacturer narrative:
The insulin pump was received with a broken end cap, a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump fell on the floor and a part of it broke and was detached. The blood glucose reading was 174 mg/dl.